Event description:
It was reported to boston scientific corporation that an obtryx system was used during a sling placement procedure. According to the complainant, prior to the post-op discharge visit, a report of "partial obstruction - voiding" was made. The procedure was successfully completed. During a follow-up visit on (B)(6) 2009, the patient's pe and voiding were noted as both "normal".

Manufacturer narrative:
(B)(6). (B)(6). (B)(4).